Manufacturer narrative:
(B)(6).

Event description:
It was reported that the second implant was already deployed and could not allow an appropriate use. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.